Event description:
It was reported that noise was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Insulation and conductor damage was found at 29.4cm to 30.3cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.